Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2017. Customer's blood glucose level was not provided at the time of admission. The customer was nauseous and was vomiting. The customer treated with manual injections. Customer was wearing the insulin pump at the time of hospitalization. Customer's blood glucose was 91 mg/dl at the time of call. Customer declined to troubleshooting for their blood glucose. The customer would like the insulin pump tested as they think something was wrong with it. The product was not returned for analysis.